Event description:
Customer reported a frequently occurring button error alarm on the insulin pump. Customer also reported that the insulin pump's display was cracked. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump passed the displacement test. The insulin pump had a cracked case near the display window corner, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and a stained end cap sticker.